Event description:
Swelling was noted at the insertion site of the catheter. A radiologic study was done to look at catheter, which showed extravasation of dye into the surrounding tissues. The surgeon attempted to remove the catheter by removing sutures and applying gentle traction. The distal portion came out, but the rest of the catheter did not. The surgeon subsequently reviewed the films and felt that the catheter had been disrupted prior to the attempt to pull the line. The catheter was found to be coiled in the baby's heart. The child was subsequently transferred to an outside facility for removal of the catheter. Per the risk manager at the other facility, they will also submit an smda report.